Manufacturer narrative:
This supplemental report was submitted to provide the manufacturer's investigation. A spl-t shockpulse lithotripsy transducer was returned as a generic asset. During inspection, the olympus service technician noted that the device did not function. Inspection of the device did not note any external abnormalities with the cable, or cord, therefore the failure is likely internal to the device. As this sku is non-repairable the device was returned to the customer un-repaired and not made available for destructive testing or further evaluation. A review of manufacturing records and prior complaint history suggest the failure is a result of general wear and tear as the unit passed inspection and functional testing as recent as early 2019. However, a definitive root cause can not be determined as the device was not made available for further testing.

Manufacturer narrative:
The referenced asset shockpulse lithotripsy transducer was returned to the service center for service/repair. An evaluation of the unit found there was no output from the device. Additionally, there was minor cosmetic wear on the housing. The device is non-serviceable. The exact cause of the reported event is unknown, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center became aware that the shockpulse lithotripsy transducer was not producing any output. There was no patient involvement reported.